Manufacturer narrative:
(B)(4). Visual inspection of the unit showed no signs of abnormality that could have caused the reported problem. Flow was readily observed at the distal luer. Flow was also observed when the pcm's button was pushed. A functional flow rate test was also performed on the infusor unit. During the flow test, the pcm was connected to the infusor. As a result, the flow rate was found to be within specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that delivery stopped during patient infusion at a hospital. It is unknown what solution was being infused at the time of this event. There was no patient injury or adverse event in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The initial visual and functional flow testing did not confirm the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.